Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ce med height te 450cc tissue expander leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view, measuring approximately 0.1 cm microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction with a 450cc ce med height tissue expander. Post-operatively, during a expander filling session, the expander started to leak. As a result, the patient underwent breast implant removal on (B)(6) 2022. It was discovered that the expander had two small holes on the lower pole posterior portion. Subsequently, it was replaced with a 450cc ce med height te 450cc (catalog: 3548223; lot: 9677015; sn: (B)(4)).